Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl. Ever since she broke her belt clip, the customer experienced high blood glucose levels. She gave herself a manual injection to correct her blood glucose level. Her most recent blood glucose level was 120 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.